Manufacturer narrative:
Device analysis report attached. This report is submitted on september 25, 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date not reported) for a duration of two days and treated with intravenous antibiotics (specific date not reported). This report is submitted on november 20, 2023.

Manufacturer narrative:
This report is submitted on august 1, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device on (B)(6) 2023.